Manufacturer narrative:
The device was evaluated by olympus. The evaluation found the main switch stuck in the on position. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model cv-190, evis exera iii video system center to olympus for repair due to a report of "impacted power button." Upon inspection and testing of the returned device, it was found that the power switch could not be pushed. This report is submitted due to the malfunction of power switch could not be pushed. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the power button failure (damaged switch) could not be identified. However, it is likely the cause is related to a design failure associated with the design of the old version of the power switch. A design change of the power switch was implemented to improve its resistance. The design change was confirmed to have been made on november 18, 2013. This also confirms that the reported device was manufactured prior to the design change olympus will continue to monitor field performance for this device.